Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose level was 225 mg/dl. Troubleshooting with tandem's technical support determined a pump shutdown likely occurred. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.